Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far p-wave oversensing and auto mode switch episodes. No programming changes were performed. The patient was in stable condition.